Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that there were black lines on the screen. The caller reported that the buttons were unresponsive. The customer's blood glucose was 220 mg/dl at the time of incident. The caller was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Prime alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Moisture damage was found on the motor also. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to prime alarm. No unexpected black lights anomaly, display anomaly or missing segments/partial display noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected connector on lcd connector and no unlocked connector noted. The insulin pump had cracked case at display window corners, battery tube threads and minor scratched display window.